Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in nozzle and corrosion on universal cord. Based on the results of the investigation a definitive root cause could not be identified for the nozzle malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the corrosion issue: water leakage should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error. The issue was found during reprocessing. There were no reports of patient involvement.